Manufacturer narrative:
Paravalvular leak. Method: device not returned. The device will not be returned because it was discarded at the hospital. Through follow up with the surgeon, the patient condition was reported as 'under treatment' as of (B)(6) 2012. There has been no update provided on the patient status. The customer commented that this explant was not expected and disassociated the device from the event. Echo report will not be provided. Conclusion: the surgeon indicated this 19mm device was explanted due to paravalvular leak and was replaced with a 16mm valve. A paravalvular leak is described as a leak outside the valve, not going through the leaflets, and represents regurgitant flow between the sewing ring and the aortic wall. If hemodynamically significant, this will require replacement of the heart valve. There are several contributing factors to a paravalvular leak, including but not limited to, insufficient debridement of calcified tissue, surgical technique, and patient factors (fragile tissue). In this case, there is insufficient information to conclusively determine the root cause for the reported paravalvular leak but the explant of the 19mm device with replacement by a 16mm device strongly suggests that this was a sizing issue and was not a malfunction of the device.

Event description:
Reportedly, a 19 mm valve was explanted after an implant duration of 16 days due to paravalvular leakage. The customer reported that a magna ease valve, model 3300tfx19mm, was implanted for aortic valve replacement (avr) with one-knot technique to correct aortic stenosis (as) on (B)(6) 2013. After a period of time, paravalvular leakage was observed. On (B)(6) 2013, the valve was explanted and replaced with a 16mm valve.